Event description:
"One blue plastic safety cover was left on cannula upon insertion. The blue cover was left in the patient. The patient returned 3 months later for surgical intervention and removal of the blue safety cover. Surgical intervention occurred on (B) (6) 2009."

Manufacturer narrative:
The incident device will not be returned for evaluation. The cer is still under investigation. A final report will be submitted at the close of the investigation.